Manufacturer narrative:
Investigations findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that the saline bag was filling during recirculation. The saline bag appeared to have filled during recirculation mode. A patient was not connected to the machine at the time of the incident. No patient involvement. The user facility reported that filling program occurred in recirculation mode. Saline bag was filling during recirculation in setup. Saline bag filling was found on second run of the day 30 minutes into recirculation mode. Last annual pm on machine was in (B)(4) 2013 - v24 and v26 recently replaced on machine - customer did not keep part. No reuse dialyzers being used. No flow restrictions found on drain line (quick disconnects being used on drain lines and spring loaded check valves attached), customer stated drain line length 7ft. Drain line height was ok. No obstructions found in drainage. Pre-rinse option was on. Customer declined technician call for service.